Manufacturer narrative:
Date sent to the FDA: 03/03/2016. The actual device was returned for evaluation. Visual examination revealed that there are signs of cuts on the drain. The drain broke following in-use damage.

Manufacturer narrative:
(B)(4). Mfg date: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1506667, mfg date 02/01/2015, exp date 02/28/2020. Batch # j1521493, mfg date 05/01/2015, exp date 05/31/2020. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1506667, batch # j1521493.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and drain was implanted along with the implant for the mammary gland after removing the expander. At the ICU, when a nurse pulled the drain out, it was noticed that the negative pressure was activated, so the nurse turned off the pressure and continued pulling it out. Some resistance felt from the insertion site but the nurse continued pulling and the drain was broken. The tip of the drain was remained in the patient's body. The drain was removed under general anesthesia on (B)(6) 2015 and no further treatment is expected. It was feasible that over friction was created to the drain by contacting with silicon-based implant and by extracting the drain while the negative pressure was working on. Recently, the patient has been discharged from the hospital and there is no anomaly to the patient at this time. Additional information has been requested.